Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted. Later that evening, a pe was noted on the right side of the heart. The day following the procedure, a pericardiocentesis was performed and 610cc of fluid was drained. The patient was discharged three days later. The patient returned two days after discharge with palpitations and atrial fibrillation with rapid ventricular response. The patient underwent an unsuccessful cardioversion. The transesophageal echocardiogram after cardioversion showed the watchman flx implant was still intact. The patient was started on tikosyn which was discontinued and was started on amiodadone for treatment of the atrial fibrillation. The patient was reported to be stable and discharged eight days after re-admission to the hospital.